Event description:
Customer reported being hospitalized dut to high blood glucose levels and dka. Diabetes management consultant went to hosp to assist customer. Trobleshooting was performed and pump appeared to be functioning properly.